Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following sections were corrected: d8, h4. Based on the results of the investigation, the phenomenon, ¿no ultrasound image¿, was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd 3cmos camera head, the screen became black. The issue was noted during the preparation for use. The procedure was diagnostic, and no delay in the procedure was reported. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. It was found that there was no ultrasound image. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.